Manufacturer narrative:
Analysis of the log files from the AED showed that the AED was placed into service without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the aeds condition until the battery pack became completely depleted. Analysis of the log files show the AED's battery had completely depleted on (B)(6) 2025. There was no evidence in the electronic logs of any human interaction to address the aeds condition until on (B)(6) 2025 when a replacement battery pack was inserted into the AED. No patient outcome or updates were provided.

Event description:
An international distributor reported that a customer's AED failed to power on during a rescue attempt. According to the rescuer, no resuscitation was required at the time of the event; however, the emergency line operator advised the rescuer to power on the AED and apply the electrode pads to assess the patient's cardiac rhythm. When attempting to do so, the rescuer discovered that the AED would not turn on. Because the device could not be powered on, the electrode pads were not attached, and the AED was not used. Emergency medical personnel arrived shortly thereafter and assumed care of the patient. No patient harm was reported. The AED has been requested for return and evaluation.